Event description:
As surgeon attempted to use the stapler, the jaws would not open and remained locked.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: stapler, surgical.

Event description:
As surgeon attempted to use the stapler, the jaws would not open and remained locked.